Event description:
Customer reported that pump battery would not charge, despite attempts using different outlets and charging cables. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was under warranty, and instructed the customer to use an alternate insulin delivery method. Customer was also guided on returning the faulty pump and acknowledged the procedure.

Event description:
Customer reported that pump battery would not charge, despite attempts using different outlets and charging cables. There was no adverse impact to the customer's blood glucose level. The pump was not replaced. Cts managed to troubleshoot the pump and make it work at the end.

Manufacturer narrative:
Updated b5, and annex b code